Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the pump infusing nafcillin to a patient's double lumen PICC was alarming for occlusion. The rn noted a balloon in the pumping segment of the tubing while in the pump and connected to an adult male patient. Rn discontinued the infusion.

Manufacturer narrative:
The customer¿s report that the pumping segment ballooned and broke was not confirmed. The administration set that was in use at the time of the customer event was not returned for investigation. To complete the investigation a new set 2420-0500 lot 18036182 was used. Received from customer one bd alaris pcu model 8015 serial (B)(4) and (2) alaris pump model 8100 serial numbers (B)(6) serial (B)(6). Visual inspection of the set noted no balloons were observed on the silicone segment. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional testing resulted in the set priming by gravity and no issues were observed. The set was loaded into a lab pump module device. The silicone segment did not balloon and the device did not alarm. The root cause of the customer¿s report was not identified because no alarms were replicated during functional testing using the lab primary administration set and the returned pump module and pcu.

Event description:
The customer reported that the pump infusing nafcillin to a patient's double lumen PICC was alarming for occlusion. The rn noted a "bubble" in the pumping segment of the tubing while in the pump and connected to an adult male patient. The rn discontinued the infusion. There was no patient harm reported.